Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that on (B)(6) 2020, her cgm was reading 187 mg/dl, her bg was 42 mg/dl, and she had a hypoglycemic seizure. It was not clear whether the bg measurement was taken before or after the seizure. Her boyfriend called for an ambulance and she was taken to the hospital. No ambulance treatment details were provided. At the hospital the cgm reading was 190 mg/dl and the bg was 130 mg/dl. She stated that the hospital did not give her any medication; they only told her to adjust her insulin regimen, and they calibrated her cgm device. At the time of the report she was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.